Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user forgot to announce a lunch meal, after which blood glucose rose to a peak of 305 mg/dl and then trended downward while the ilet continued automated insulin delivery without alarms. Symptoms included none. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included complaint review and counseling on use, with troubleshooting and education completed regarding timely meal announcements. Investigation of this case revealed no device malfunction or component issue, and the event was consistent with hyperglycemia due to a missed meal announcement that the ilet corrected as glucose trended down. It was concluded, based on previously established findings for similar reports, that user-related factors were the most probable cause.